Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The homechoice device received functional and electrical testing. A visual inspection was performed. A short simulated therapy was performed. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2013 at 16:33:56. During night drain cycle 15, the patient's ultrafiltration reading was 68ml, indicating the home patient drained 68ml more than their maximum programmed fill volume of 80ml. No additional information is available.